Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 192 mg/dl. The customer also reported exposing their insulin pump to moisture prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces. No moisture damage noted on electronic assembly.